Manufacturer narrative:
H4: lot manufactured between april 11, 2019 to april 12, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed leakage from the spike port weld in back of the bag. Magnified inspection verified a small tear/hole at the spike port weld in back of the bag where the leak occurred. The reported condition was verified at the spike port weld. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the port. The leak was discovered during preparation and prior to patient use. There was no patient involvement. No additional information is available.